Manufacturer narrative:
The customer's report was confirmed during the service repair process; the proximate cause of the reported issue was determined in service to be an issue with the sio board, which was replaced. No further investigation was performed because the device was sent to service by the customer, and was returned to the customer prior to our notification of patient involvement. A followup report will be submitted if additional information becomes available.

Event description:
The customer initially reported a system error 132.3000 and sent the device through standard carefusion service for repair, indicating that there was no patient involvement. Subsequently a customer medwatch was received which states "pump suddenly alarmed 'system error' 'operating channels will continue as programmed' 'settings unrestorable, record before pressing system off'. This IV pump was the carrier fluid for continuous drip medications. The patient received a small bolus of medication, but returned to baseline without any intervention needed."